Manufacturer narrative:
(B)(4).

Event description:
It was reported that the non-dependent, asymptomatic and lost to follow up patient presented in clinic for unrelated health issue. During follow up the pulse generator could not be interrogated. No intervention had been reported. No additional information was available.